Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not power on after the user believed the device battery had depleted; the user attempted multiple power cycles and different outlets, observed the charger indicator light illuminated, and the pump remained nonfunctional, consistent with a device power/charging malfunction involving the charger/power subsystem. Symptoms included no device alarms or alerts and no reported blood glucose impact. Outcomes included shipment of a replacement device and guidance to shut down the inoperative unit, sync data to the mobile app, and complete a standard startup on the replacement. Investigation included customer service troubleshooting and logistical replacement. Investigation of this device revealed a failure to power despite apparent charger function, consistent with a device malfunction of the pump¿s power management or internal battery circuitry. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.